Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the first deployment was shallow, and the valve was recaptured. On the second deployment to 80%, both the non-coronary cusp (ncc) and left coronary cusp were 4 millimeter, therefore the valve was released from the delivery catheter system. The pacing rate was set to 120 beats per minute, and the blood pressure dropped to approximately 90 millimeters of mercury. The valve gradually migrated and dislodged. Of note, there was calcification on the ncc side, which could have caused the valve to not anchor firmly. Additionally, there was a possibility of upper force that was exerted due to the annulus being greater than the left ventricular outflow tract. The hemodynamics were stable, therefore, the first valve was held above the sinotubular junction and a second valve was implanted. No hemodynamic abnormalities were observed after placement. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed, and a post-implant bav was not performed prior to the dislodgement. No additional adverse patient effects were reported. Additional information was received that following the dislodge of the initial valve implanted, a snare was used to pull the valve into the ascending aorta. Additionally, one week following valve implant, complete atrio-ventricular block was observed. Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.